Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction. No part was replaced. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device indicates a speaker malfunction on the screen with no sound being emitted. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.